Manufacturer narrative:
Further correspondence was required to confirm whether the device still resided in the patient. An x-ray confirmed the location of the screw still remained in the patient's body. It is unknown what the current condition of the patient is. We have had no further correspondence with the physician or the hospital via the distributor. The IFU clearly states that the decision to leave or remove implants postoperatively rests with the physician. Bioplate is submitting this MDR out of an abundance of caution. There has been no indication of a device malfunction or adverse event at the time of this submittal.

Event description:
The screw was used to fix the burrhole plate after clipping of the cerebral aneurysm. During the fixation, the screw dropped in the right eye socket and could not be removed. The screw still remains in the patient's body.